Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were added/corrected: d1, d4: remove expiration date from initial), h4 (remove date from initial report) h6: medical device problem code, type of investigation, investigation findings, investigation conclusion. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
D10: (B)(6) 02-012-44-3013 - logic tibia implant psc insert, sz 3, 13mm. (B)(6) 02-012-41-3030 - logic tibia traptray cem sz 3f/3t. 200-02-35 - three peg patella 35mm. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent an initial left total knee arthroplasty. Subsequently, the patient experienced prosthesis wear, instability, moderate effusion, significant joint laxity, valgus alignment and mild delamination of the tibial insert. As a result, the patient underwent a left knee revision approximately 7 years after initial implantation. Revision surgery operative notes were provided. Patient left the operating room in stable condition. Post operative diagnosis noted wear of the implant. It was later reported that the patient's femoral component was found to be debonded. No further issues or complications were reported. No additional information is available.